Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they experienced low blood glucose. Blood glucose reading was 48 mg/dl at the time of incident. Customer¿s current blood glucose readings were 136 mg/dl. Customer was treated with food and glucose tablets. Customer also reported that the insulin pump was not working. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.